Event description:
Found during inspection reportedly, the device displayed a service wrench icon and then, later, would not power up. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer declined an offer of service because the warranty had expired, and they will be purchasing a new defibrillator.